Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. No injury occurred.

Manufacturer narrative:
Summary: the picture of a start-x tip ems insert 3 was provided. We guess the instrument broke in the active part. No further analysis can be made based on the available picture. No unused device is available for eventual evaluation. The batch number is unknown, DHR cannot be reviewed. We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer which are exclusively given for ems generators. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several other factors may contribute to breakage issue, such as usury, pressure or incorrect technique. All of these factors may affect the longevity of the tip.